Manufacturer narrative:
The reported events were helix mechanism issue and high capture threshold. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix was able to be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high capture threshold was not confirmed. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient had presented for a dual-chamber pacemaker implant procedure. During the procedure, it was noted that two right ventricular (rv) leads had exhibited high capture thresholds. During lead repositioning, it was found that both the rv leads helix had failed to extend. Both rv leads were not used. The physician elected to use a new rv lead to complete the procedure. The patient remained in stable condition.